Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
As of this report, the device has not been returned. Should additional information become avaiable or should this device get returned, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) due to extended charge times of 40.4 seconds with a monitoring voltage of 2.68. It was also noted the the time between elective replacement indicator (eri) and eol was shortened to one month. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. This device is included in the shortened replacement window ((B)(4) 2007) advisory population.